Event description:
Procedure: colectomy. Reportedly, during the procedure, the jaw of the instrument snapped off into the surgical cavity. The component was retrieved without any incident or injury to the pt. A similar device was used to complete the procedure.

Manufacturer narrative:
One atlas was rec'd for eval. The cord on the device was cut; therefore, it was not possible to test the device for proper activation. The product appeared to be complete & appeared to function normally. The device was tested for proper measurements & the tests were satisfactory. Valleylab is unable to reliably determine a cause to the reported condition.